Event description:
It was reported that the patient underwent vns generator replacement surgery. When the lead was connected to the new vns generator, high impedance was observed. Multiple attempts at lead pin insertion troubleshooting did not resolve the high impedance. No lead replacement was performed at the surgery. As it is unknown if the high impedance existed prior to the replacement surgery due to the battery being fully depleted and contributed to the increase in seizures, the high impedance was reported in MFR. Report #1644487-2020-00048. The explanted generator has not been received by the manufacturer to date.

Event description:
During attempts at product return, it was revealed that the explanted generator was discarded by the explanting facility.

Event description:
It was reported that the patient's vns was unable to be interrogated, which was suspected as due to an end of service, or eos, condition. This was likely the case as the device was implanted approximately eleven years ago. However, the last data in the database was from approximately nine years ago and, therefore, an accurate battery life estimation could not be calculated confirming depletion. It was later reported via clinic notes received by the manufacturer that the patient was experiencing an increase in seizures. Follow up with the physician's office revealed that they did not have data for the patient's generator more recent than from approximately seven years ago. Further clinic notes were received indicating that the patient's baseline seizure rate was approximately one a month, but over the past month, the monthly rate increased to three to four per month. The physician stated that the vns battery was interrogated and appeared to be depleted. However, the battery being fully depleted was unable to be verified with the data available to the manufacturer. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.